Manufacturer narrative:
Continuation of d10: product ID dvea3e4. Serial #(B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system the patient reported significant postoperative pain, predominantly over the device site, lasting greater than seventy two hours. In recovery, the patient was given ketamine, fentanyl, clonidine, and morphine. Post recovery, pain was managed with morphine via patient-controlled analgesia pump, ibuprofen and paracetamol. The patient's hospitalization was prolonged until pain could be managed with oral medication. The device remains un use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Event description:
It was further reported that the patient was seen by the physician two weeks post implant. The physician noted that the implant site wound appeared to have healed well and the tenderness was localized over the device rather than under the sternum.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3, for 818161743. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.